Manufacturer narrative:
Manufacturing site: (B)(4). The reported guide wire was returned for evaluation. The returned guide wire was intermittently bent in three-dimensions for approximately 200mm from the tip. The reported peeling of the polymer jacket was observed for approximately 190-200mm from the tip. The peeled polymer jacket was found gathered distally. There was a scratch that was likely caused by contacting some sharp object observed on the proximal end of the peeled segment. Based on the obtained information and investigation outcome, it was presumed that the wire surface was scraped by a concomitant metallic device such as an insertion needle likely due to anatomical condition that had made the guide wire deformed. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the peeled polymer jacket might be left in the patient. The instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; [warnings] never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.).(this guide wire may be damaged or break apart.); [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a moderately calcified cto in the superficial femoral artery. An asahi guide wire was advanced with a metal-tip penetration catheter via distal puncture. The distal segment of the guide wire appeared to be smaller than usual under the fluoroscopy and the physician removed the guide wire when peeling of the polymer jacket was observed. A new guide wire was replaced to resume the procedure. Stent deployment was successfully completed with reestablished blood flow. There were no adverse patient effects related to the reported peeling of the polymer jacket. The patient was reportedly fine without problem after the procedure.